Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: late cardiac tamponade as a result of parietal pericardium erosion. Annals of thoracic surgery. 2015;100(2):715-717. Product ID mdt-ICD virtuoso (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardioverter defibrillator (ICD) and leads. The article indicated that the ¿hemodynamically unstable¿ patient was admitted to the hospital. The transthoracic echocardiogram found pericardial effusion with evidence of cardiac tamponade. The fluid was drained. A few hours after the fluid was drained, the patient developed signs of cardiogenic shock. Additional fluid was drained. The tips of both leads were in place. The ICD was interrogated and the leads were within normal limits for sensing and impedance levels. While hospitalized, ¿severe liver and kidney failure with anuria¿ were found. The patient was referred for cardiac surgery. During the procedure, it was discovered that there was ¿deep erosion in the parietal layer of the pericardium.¿ the site of the erosion matched where the end of the atrial lead was ¿bulging¿ through. There was no sign of perforation; therefore the lead was left in place. The site of the erosion was covered with a pericardial patch graft and a ¿pillow¿ was formed to cover the tip of the lead. The patient was discharged 10 days after the surgery. The device and leads remain in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Event description:
Additional information was obtained through follow up with the author who indicated that the system was "working properly" and that there was no cardiac wall perforation. The author also confirmed that the system was still implanted.